Manufacturer narrative:
(B)(4).the event occurred in: (B)(6).

Event description:
The customer complained of questionable results for elecsys tsh assay (tsh) when comparing the results between a cobas 6000 e 601 module and a siemens advia centaur. The customer compared the tsh results for 23 patient samples of which only 3 were a reportable malfunction. For patient #1 the cobas e601 tsh result was 3.14 uiu/ml and the siemens advia centaur tsh result was 2.28 uiu/ml. For patient #2 the cobas e601 tsh result was 2.2 uiu/ml and the siemens advia centaur tsh result was 1.36 uiu/ml. For patient #3 the cobas e601 tsh result was 3.01 uiu/ml and the siemens advia centaur tsh result was 2.31 uiu/ml. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The cobas e601 reference range is 0.27 - 4.2 uiu/ml. The siemens advia centaur reference range is 0.35 - 5.5 uiu/ml. All the results for patients 1,2, and 3 were within the appropriate reference ranges on both systems. Based on the information that was provided a general reagent issue can most likely be excluded. When comparing the tsh values from different types of analyzers, some variation between the different types of analyzers is expected.